Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd carry over involving patient samples occurred. No injuries were reported. The following information was provided by the initial reporter: in fact, the pinch valve issue can cause the sit flush to not be performed sufficiently, which can then lead to sample carryover. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2.: carryover between patient samples.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: based on the investigation results, the reported issue for the carryover was confirmed. Investigation results that were performed on the indicated failure mode were the following: the potential cause for the carryover was a faulty valve. The field service representative (fsr) replaced the v8 valve. The clamping valve was exchanged for a chamber valve. After the replacement, the instrument was tested and was confirmed to be performing according to specifications.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument ceivd carry over involving patient samples occurred. No injuries were reported. The following information was provided by the initial reporter: in fact, the pinch valve issue can cause the sit flush to not be performed sufficiently, which can then lead to sample carryover. Were patient samples contaminated or was there carryover (cross-contamination/mixing) between patient samples? If no, no further questions required. Patient samples contaminated, carryover between patient samples, unknown - go to question #2: carryover between patient samples.